Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: one photo and one physical sample were provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. A device history review was performed for lot 2306718, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, the camera system did not properly detect the issue therefore the sample was not discarded. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that while using the bd plastipak ¿ - 3-piece syringe the stopper separated from the plunger. The following was traslated from french to english: the silicone at the end of the plunger is not correctly attached to the plunger (see photo), preventing the syringe from being used. The fault was discovered in the cytotoxic reconstitution unit, when the packaging was opened before the device was used. There were no consequences for the patient, but there was a loss of time for the preparation staff. The device in question has been retained. Would you like to have it recovered for analysis?

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd plastipak ¿ - 3-piece syringe the stopper separated from the plunger. The following was traslated from french to english: the silicone at the end of the plunger is not correctly attached to the plunger (see photo), preventing the syringe from being used. The fault was discovered in the cytotoxic reconstitution unit, when the packaging was opened before the device was used. There were no consequences for the patient, but there was a loss of time for the preparation staff. The device in question has been retained. Would you like to have it recovered for analysis?